Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap. Unable to perform basic occlusion and prime test due to cracked end cap. Unable to verify an error alarm due to cracked end cap. The drive support disk was inspected and no anomaly was noted. The unit was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed during the priming process. The blood glucose reading was 7.5mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.